Event description:
Physician was using pituitary rongeur intraoperatively and the tip of the instrument broke off in the wound. Broken piece retrieved by surgeon. Procedure completed without incident. Pt stable.

Event description:
Physician was using pituitary rongeur intraoperatively and the tip of the instrument broke off in the wound. Broken piece retrieved by surgeon. Procedure completed without incident. Pt stable.